Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a severely tortuous and calcified lesion exhibiting 90% stenosis located in the mid rca. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device passed through a previously deployed stent. It was reported that the stent failed to cross the lesion and stent dislodgement occurred. The dislodged stent was removed from the patient using a snare device. The patient is reported to be alive with no injury.

Manufacturer narrative:
The inflation device was not pressurized during delivery of the resolute integrity, it was in a negative pressure state. Product analysis summary: the stent was not present on the balloon and did return for analysis. Deformation was evident to the dislodged stent with the struts appearing stretched and bunched. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. Deformation was evident on the distal shaft 19.7cm proximal to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: photo 1; image shows a shelf carton with label and a portion of a delivery system and a dislodged stent. Deformation is evident to the dislodged stent. The lot number on the label of the shelf carton corresponds with the lot number reported in gch. Photo 2; image shows a ¿not passing¿ situation statement. If information is provided in the future, a supplemental report will be issued.